Event description:
It was reported that the system 9600 would initialize at the first attempt and that the system would not operate in boost fluoro mode.

Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. The malfunction could not be duplicated as the unit was able to initialize. Regarding the boost fluoro mode that particular configuration of the system does not include a high level fluoro mode. The system was tested and found to be working as intended and placed back into service.